Event description:
It was reported that the pacemaker dependent patient presented to the emergency room with a paced heart rate of 33 beats per minute. Upon review, it was discovered that the right ventricular lead exhibited failure to capture, low impedance, and failure to sense. There was also pocket stimulation noted in unipolar pacing configuration. The lead was explanted and replaced. The patient was discharged.